Event description:
It was reported that there were telemetry issues. The manufacturer representative was notified of an overdischarge. The device had been charged on (B)(6) 2014 to a little half full and by the day of this report, the implantable neurostimulator (ins) battery had depleted. A physician mode recharge (pmr) was performed and the ins was being charged. Upon interrogating, the device, electrode impedance showed electrode 7 and 15 to be greater than 10,000 ohms. It was noted that the patient was programmed with the following: a1, 2+ 3- 4+ with 318 ohms at 8.84 milliamps; a2, 10+ 11- 12+ with 315 ohms at 2.398 milliamps; a3, 1- 2+ and 9- 10+ at 1 volt/90/50 hertz with 203 ohms at 4.357 milliamps. It was noted that the date and time were updated and that recharge statistics were reviewed that showed the ins battery was never 50% full based on battery voltage. Follow-up found that the patient was able to recharge their device. The high impedances did not resolve. The patient was noted to be doing well with good coverage. No further follow-up was required as the device was recovered from overdischarge and the patient was noted to be getting good coverage.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).